Event description:
Caller reported lot to lot variability when testing patient self tester on two meters and two lots of strips. Inratio = 2.8 at 10:32 am (demo meter - lot 304244); inratio = 3.6 at 10:42 am (pst's meter - lot 334577); inratio = 6.6 at 10:48 am (pst's meter - lot 334577); inratio = 3.3 at 10:55 am (demo meter - lot 304244); the trainer's strips were expired (lot 304244). For the two tests where inratio = 6.6 and inratio = 3.3 the trainer held the meter in her hands and moved the meter during the test. For the inratio = 2.8 - the strip was exposed for 2 hours prior to testing. Therapeutic range: 2-3.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper use of the meter and improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Additionally, the customer utilized expired strips while testin on lot number 304244. The customer's use of expired products cannot be ruled out as a possible root cause for the unexpected results. The manufacturing records for lot number 334577 were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.